Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recent bilateral pulmonary emboli (pe), deep vein thrombosis (dvt) of the left popliteal vein and thrombophilia. The filter was implanted via the femoral vein and was deployed at the level of l2-l3. The patient is reported to have tolerated the procedure well. Approximately eleven years and one month after implantation, the patient underwent a computerized tomography (CT) scan that revealed no evidence of filter tilt with both the proximal and distal apexes contained within the inferior vena cava (ivc) lumen. According to the scan, the filter did not clearly abut any part of the ivc. Several of the filter struts in the mid-portion of the filter extended slightly beyond the ivc wall by a few millimeters. The upper aspect of the filter was about 3 cm below the most inferior renal vein. The scan also revealed no evidence of filter fracture. In addition, the patient experienced dvt and pe. The patient also reported that they were required to take blood thinners. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut and dvt/pe. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The briefing mentioned that a perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog and lot number are unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut and dvt/pe. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.